Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that as lvp 20d dehp 2ss cv tubing was missing the luer lock. The following information was provided by the initial reporter: material no:2420-0500 batch no: 20043249. It was reported that the tubing was missing the luer lock at the end. Went to prime the "bd alaris pump infusion set" and the tubing was missing a roller clamp. So, I grabbed another one and that tubing was missing a luer lock at the end.

Event description:
It was reported that as lvp 20d dehp 2ss cv tubing was missing the luer lock. The following information was provided by the initial reporter: material no:2420-0500. Batch no: 20043249. It was reported that the tubing was missing the luer lock at the end. Went to prime the "bd alaris pump infusion set" and the tubing was missing a roller clamp. So, I grabbed another one and that tubing was missing a luer lock at the end.

Manufacturer narrative:
No product or photo was returned by the customer. It was reported that the tubing was missing the luer lock at the end. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review for model 2420-0500 lot number 20043249 was performed. The search showed that a total of 34,563 units in 1 lot number was built on (B)(6)2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.